Event description:
It was reported that one day after implantation of an intraocular lens (iol) into the right eye, the patient presented with fibrin, hypopyon and 3t cell. Based on the findings the surgeon concluded the cause as toxic anterior segment syndrome (tass). A retina specialist administered intravitreal injection of vancomycin/ceftazidime on the same day. In the surgeon¿s opinion, the most likely cause of the event is tass likely from the iol. Patient outcome is good. The tass resolved after treatment. The following medications were prescribed (for use at home post-operatively): pmb(pred/moxi/brom) 1%/.05%/0.075% tid for 1 week, then once a day for 3 weeks.